Manufacturer narrative:
Complaint record (mfg report # 2242352-2026-0000075) is being cancelled as it is a duplicate to mfg report number 2242352-2026-0000047 (tw ID (B)(4)).

Event description:
Complaint record (mfg report # 2242352-2026-0000075) is being cancelled as it is a duplicate to mfg report number 2242352-2026-0000047 (tw ID (B)(4)).

Event description:
The hospital reported that the vasoview hemopro 2 stopped working mid-procedure. When the pa turned on the device, it made noise but did not burn any tissue. Different cords were tried, however, the device still did not function. A new device was opened to continue the procedure. No delay or injury was reported.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.